Event description:
It was reported that the insulin pump had an error alarm. Customer stated that the drive support cap is flush. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received stuck in motor error alarm loop during bolus delivery and error alarm confirmed in the history file. The motor tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked battery tube threads, reservoir tube lip, scratched lcd window and case.